Event description:
The clinician reports the implant was inserted (B)(6) 2006 in fdi 14. On (B)(6) 2020, fracture of the implant was verified. Patient presented with fair oral hygiene and bruxism. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.